Event description:
The site reported the following: during a coronary intervention procedure, air was allegedly injected into a coronary vessel while using an avanta injector system. The patient complained of vision problems and became disoriented. The air, reported to be about 1 ml, was imaged and seen in the ramus of the descending anterior coronary artery. The patient was treated with intra-arterial heparin 5000 iu and intra-coronary nitrate 500 mcg. The symptoms were transient and disappeared after a short time. The patient was discharged from the hospital in an improved condition.

Manufacturer narrative:
Bayer service responded to the site. The avanta disposable products used during the injection were discarded and not available for return. Product analysis has reviewed the information that was provided by the site and is awaiting the full service report and the lot number of the advanta disposable products used. Once our investigation is completed, a follow-up report will be submitted.